Event description:
It was reported that there was a loss of rotation. A 2.4mm jetstream xc atherectomy catheter was selected for a patient atherectomy procedure. During the procedure, the activation handle could not be removed from the control pod. Also during the procedure, the whole system jammed; a mechanical blockade. The physician stopped the procedure and slowly pulled out the system. The procedure was successfully completed with a stent. No patient complications were reported. The patient condition after the procedure was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The shaft and the remainder of the device were inspected for damage. Visual examination showed no damage to the catheter shaft or the pod. The functionality of the device was checked by setting up the product. The device primed as designed. The device was functionally tested further and the device functioned as designed. The device was tested in blades up and blades down modes with no issues. The activation mouse was removed from the pod with no issues and functioned as designed. Inspection of the remainder of the device revealed no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that there was a loss of rotation. A 2.4mm jetstream xc atherectomy catheter was selected for a patient atherectomy procedure. During the procedure, the activation handle could not be removed from the control pod. Also during the procedure, the whole system jammed; a mechanical blockade. The physician stopped the procedure and slowly pulled out the system. The procedure was successfully completed with a stent. No patient complications were reported. The patient condition after the procedure was stable.